Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was filled with pockets with broken lids. A field service engineer removed all broken pockets, checked row cable at tray for medical debris, receded row cable at trays and at rear controller board to resolve the issue. The customer was able to recover the drawer. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter e-mail - phuong.tran@rockets.utoledo.edu

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to retrieve the medication from another station or pharmacy. There were no adverse events or injuries reported based on this event.